Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump was received with cracked case near liquid crystal display window, window corner, reservoir tube lip, belt clip slot, battery tube threads, stained address/serial number label and end cap sticker.

Event description:
Customer reported, he was outside working and it started to pour rain, now device was alarming button error. Customer's blood glucose was 93 mg/dl. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.